Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients and meds were not showing up in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not showing in the pyxis. The technical support specialist (tss) referred the knowledge article "pyxis es server reboot process and validation", performed reboot and confirmed that the server was backed up and station had no disconnected status. The system functioned as intended after the technical support specialist troubleshot the device.